Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable of the motor device was damaged. It was further observed that the device displayed an e5 error code (fault in handpiece), had a component damage, and an unintended activation/motion. It was further determined that the device failed pretest for motor thermistor assessment, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42)., no short circuit between 5vdc line and connector body (42)., no short circuit between sensor gnd and connector body (42) and safety assessment. It was noted in the service order that the device displayed an e5 error code (fault in handpiece). It was reported that there were no delays in surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.